Event description:
Dr explanted femoral component due to progressive pain in the shaft of the right femur; x-ray showed osteolysis of the right femur. The surgeon believed that the component placed in 1987 was "wearing fairly early" and needed to be replaced by a component with a cemented bridge type hip.